Event description:
The customer reported that the device issued a speaker malfunction together with a loss of audio. The device was used for monitoring at the time of the alleged malfunction. No patient /user injury or harm was reported.